Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal for treatment of the patients great saphenous vein (gsv). IFU was followed and device prepped without issue. A guidewire was used for insertion of the catheter. It is reported the blue catheter blocked up when attempting to gain access to the second vein. A new venaseal kit was opened to finish the procedure. No additional treatment required. No patient injury reported.